Event description:
The incorrect ablation/cooling fluid flow settings resulted in the tip getting too hot which caused char formation. This char then must have become free-floating in the bloodstream and resulted in the patient experiencing a stroke. Manufacturer response for ablation machine (radiofrequency generator), (brand not provided) (per site reporter). The manufacture stated they would present the concern to the parent company for any changes they deem appropriate.